Manufacturer narrative:
Bed in bed shop. Found the head left caster stem, weld had broken. Did not collapse but was hard to steer, shipped out base frame for this repair, repair not yet confirmed.

Event description:
Info received stated that the head left caster stem, weld broke, did not collapse but was hard to steer. No injury reported.